Event description:
The customer reported the canopy has zipper damage to the large access panel, when an attempt is made to close the panel the teeth do not connect. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) = zipper teeth do not connect. Product has been requested but has not been received. Note: this submission is based solely on the user facility statement. (B)(4).